Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. " this report is number 2 of 3 mdrs filed for the same event (reference 1825034-2015-00288 & 00816 / 00817).

Event description:
It was reported the patient underwent left total hip arthroplasty on (B)(6), 2002. Subsequently, the patient was revised on (B)(6), 2015 due to excessive liner wear. The liner and modular head were removed and replaced. Additional information received noted patient underwent an additional revision procedure on (B)(6), 2015 due to dislocation and impingement. The liner, locking ring and modular head were removed and replaced.